Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the pacemaker incorrectly identified intrinsic p-waves at variable rates as pacemaker-mediated tachycardia (pmt). No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that programming changes were performed to resolve the diagnostic anomaly.